Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2020-00520.

Event description:
The patient was undergoing a coil embolization procedure using a penumbra smart coil (smart coil) and a penumbra smart coil detachment handle (handle). During the procedure, the physician advanced the smart coil into the aneurysm and attempted to detach it using the handle; however, the smart coil failed to detach. Therefore, the smart coil was removed. No additional information regarding the completion of the procedure was provided. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section is being updated based on additional information provided by a penumbra sales representative on 04/23/2020: 1. Section b. Box 5. Describe event or problem. Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked at approximately 116.0 cm, 138.0 cm and 139.0 cm from the proximal end. The embolization coil was undamaged and intact with the pusher assembly. Conclusions: evaluation of the returned smart coil revealed a functional device. During functional testing, the smart coil was able to be detached with a demonstration handle without issue. The reported complaint could not be confirmed. The handle used in the procedure was not returned for evaluation. Further evaluation revealed pusher assembly kinks. These kinks were likely incidental to the complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-00520.

Event description:
The patient was undergoing a coil embolization procedure using a penumbra smart coil (smart coil) and a penumbra smart coil detachment handle (handle). During the procedure, the physician advanced the smart coil into the aneurysm and attempted to detach it using the handle; however, the smart coil failed to detach. Therefore, the smart coil was removed. The procedure was completed using a new smart coil and the same handle. There was no report of an adverse effect to the patient.